Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that it was reported that interrogation of this device identified a potential device integrity alert. A download of the device data was performed and it was confirmed that the alert was due to lengthy magnet application and the battery voltage has since recovered. Normal device operation was noted. No adverse patient effects were reported.